Event description:
A malfunction alarm was reported, identified as malf 12, with a resettable code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was instructed to continue using the pump and to call back if the malfunction code reappears. The customer acknowledged and understood the instructions provided.